Manufacturer narrative:
Immucor technical support assessed the test well images on the testing instrument using a remote electronic connection method on (B)(6) 2016.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using anti-d (monoclonal blend) series 4 on a galileo instrument, when tested on (B)(6) 2016.